Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 389 mg/dl. Customer will continue to use the pump for insulin therapy, and will revert to an alternate method of insulin therapy if needed.